Manufacturer narrative:
(B)(4) .

Event description:
It was reported that lead dislodgement and perforation was observed. Patient was hospitalized and experienced palpitations, chest pain and discomfort. The lead was repositioned. Patient has recovered and was discharged from the hospital.